Event description:
It was reported that during the implant attempt, the lead kept dislodging due to patient anatomy. The lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with anomalies found. It was noted that blood was in/on the helix/lobe mechanism.